Event description:
The customer reported a motor error alarm during the rewind. The insulin pump was not exposed to high magnetic fields. Troubleshooting could not be conducted due to the alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.